Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient was advised to reset the receiver and call back if there are more issues. Patient did not report any injury or medical intervention.